Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's batteries were not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse replaced the power management pcb to fix the issue. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.